Manufacturer narrative:
Explant was reported due to insufficiency. The investigation found that all three leaflets were torn. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of leaflets 1 and 2 and narrowed the inflow diameter. In addition, leaflets 1 and 2 also had pannus on the outflow surface of the leaflets. No acute inflammation or significant calcifications were present. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 25mm sjm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to aortic insufficiency. During explant it was noted that one leaflet had a hole and the other leaflet was torn. The valve was successfully replaced with an edwards valve. The patient was reported to be in stable condition.